Event description:
It was reported that the epidural catheter separated upon removal. The event occurred in the short stay department, to a (B)(6) year old female patient. The catheter was in place for 3 hours before removal attempt. During removal of the catheter by the doctor, 3 inches of polyurethane that had separated from the internal spring was left inside the patient. The piece of catheter had to be surgically removed. Another attempt at the procedure was not needed.

Manufacturer narrative:
Manufacturer control no. (B)(4). The device will not be returned for evaluation.